Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system during a procedure performed on (B)(6) 2021. Prior the procedure, it was observed that the packaging was already opened when the device was taken out of the box. There were no issues noted with the device or mesh, only the packaging. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event.